Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Subsequently, few days later, the filter was retrieved due to inferior vena cava filter puncturing a lumbar artery and required urgent embolization, however a massive retroperitoneal hematoma developed with significant compression of the inferior vena cava which has exaggerated migration of filter out of the inferior vena cava. Therefore, based on the provided medical records, the investigation can be confirmed for perforation of the ivc and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with stent. At some time post filter deployment, it was alleged that perforation of the ivc wall, filter snagged lumbar artery, created hematoma in retroperitoneal cavity and caused damage to the kidney and bladder. The device was removed percutaneously the current status of the patient is unknown.